Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation for the device was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated. Microscopic analysis showed clearly visible stent embedding traces on the balloon surface, indicating that the stent was properly crimped between the two radiopaque markers at the time of delivery. The stent is slightly bent over its entire length and slightly deformed/flared at one end. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. According to additionally received information, vacuum was applied to the stent system prior to device introduction which is warned against in the instruction for use.

Event description:
Ous MDR - the pk papyrus covered coronary stent system was chosen to cover a perforation in the mid lad which occurred during the post-dilatation after the placement of three drug-eluting stents. At that time a balloon was inflated just before the leaking area. The pk papyrus was taken but could not be advanced while the other balloon was deflated and was withdrawn. After withdrawal it was noticed that the pk papyrus stent dislodged in the guiding catheter.